Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H6: visual inspection: the photo of the 4.2 mm three-fluted drill bit quick coupling, needle point, 145 mm (part # 03.010.104, lot # 3l04135, mfg # 11-feb-2019) was received at us cq showing the distal tip of the drill bit broken off. This is consistent with the reported complaint condition, thus confirming the complaint. No x-rays were sent to us cq therefore the embedded condition could not be confirmed. As the instrument(s) was not returned an as received condition, dimensional inspection, material or drawing reviews are not applicable. Conclusion: there is no indication that a design or manufacturing issue contributed to the complaint. While no definitive root cause could be determined it is possible that the device encountered unintended forces. No new malfunctions were observed during the course of this investigation. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. H3, h4, h6: a device history record (DHR) review was conducted: part: 03.010.104, lot: 3l04135, manufacturing site: bettlach, release to warehouse date: 11. February 2019. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review / investigation, but has yet to be received. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and / or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported that a patient who was implanted with a cannulated femoral nail (cfn) with a proximal and distal locking bolt ten (10) years ago, presented shortening of the limb due to the fracture treated with said implant; the orthopedist's planning was to perform removal of the distal bolt, to perform osteotomy in difiisis, to pull to get the distal third of the femur to slide over the nail, to perform distal block with a 5.0 mm locking screw, and thus achieve limb lengthening. During the revision procedure on (B)(6) 2019, the locking screw did not correspond to the specifications of the implanted material; but the specialist decided to continue with the procedure. At the time of making the distal hole brocade to place locking screw in the intramedullary nail, the 4.2 mm drill bit is broke, leaving the tip inside the intramedullary canal, making removal difficult. The surgeon decided to drill the next hole and placed 5.0 x 56 mm locking screw. The procedure was completed successfully with no delay. There was no reported patient consequence. Concomitant devices: locking proximal screw (part: unknown, lot: unknown, quantity: unknown), locking distal screw (part: unknown, lot: unknown, quantity: unknown). Cfn nail (part: unknown, lot: unknown, quantity: 1). This report is for a 4.2 mm three-fluted drill bit. This is report 1 of 1 for (B)(4) and captures the broken drill bit. Related (B)(4) captures the cause of the revision surgery.